Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
Voluntary medwatch received by tandem on 2/1/2021 via us mail which reported: additional information received from reporter on 08 january 2021 for report number mw5096049. Patient states that after the sensor warmup process is completed, he receives an emergency low blood sugar warning on the device of 55. A fingerstick test was performed and gives a value of 158. The patient has tried to calibrate the device, but it does not reoslve the issue and continues to ask for calibrations. Patient states there is no opening to load the device with insulin and has been repeated problem.